Event description:
It was reported that an alert had been generated for cardiac resynchronization therapy pacing (crtp) of less than 90 percent. The presenting electrogram showed possible loss of capture with this left ventricular (lv) lead resulting in the decreased pacing percent. Lead assessment with a programmer was recommended. Other lead measurements were stable. The product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.